Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. A sample of electrodes from the same lot were evaluated and it was concluded there were no adhesive discrepancies with this sample electrodes. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The event electrodes were returned to zoll medical corporation for evaluation and the customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. This is the first report of this kind for this lot number of electrode pads. The suspect electrodes were scrapped and the customer received a replacement set. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator displayed a "poor pad contact" message with these electrode pads attached. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the associated defibrillator displayed a "poor pad contact" message with these electrode pads attached. Complainant indicated that there was no patient involvement in the reported malfunction.